Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the user identified a missing component of product of the device. . The following information was provided by the initial reporter. The customer stated: while taking the tubes necessary for the biological qualification of the donation, the ide noticed that the black seal of the tube cap (purple cap 4ml with edta) was missing.

Manufacturer narrative:
The following fields were updated due to device evaluation: d.10. Device available for evaluation? Yes. D.11.returned to manufacturer on: 2021-06-18. H.3. Device evaluated by manufacturer? Yes. H.6. Investigation summary: bd had received samples or photos for investigation. The samples were evaluated by visual examination and the indicated failure mode for missing stopper with the incident lot was observed therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the user identified a missing component of product of the device. The following information was provided by the initial reporter. The customer stated: while taking the tubes necessary for the biological qualification of the donation, the ide noticed that the black seal of the tube cap (purple cap 4ml with edta) was missing.